Manufacturer narrative:
(B)(4). Concomitant product(s): ¿ unknown stem p/n unknown l/n unknown; unknown cup p/n unknown l/n; unknown head p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown. A revision has not occurred at this time, the device remains implanted. Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2017 - 06009, 0001825034 - 2017 - 06010, 0001825034 - 2017 - 06011, 0001825034 - 2017 - 06012. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient is scheduled for a revision for unknown reasons approximately 26 years post-implantation. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Third party reviewed the x-ray and noted "abnormal relation of the femoral head to acetabular cup". However, the reason lead to that is unknown, and the evaluation was limited by lack of a second orthogonal view. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.